Event description:
It was reported this balloon ruptured on the first inflation at six atmospheres during a superficial femoral artery dilatation procedure of a tight, calcified lesion. Following withdrawal of the balloon, it was discovered the balloon had detached from the catheter shaft and remained in the pt. Retrieval of the balloon material utilizing a snare was uneventful. Another balloon was used to complete the procedure successfully. Uneventful placement of a stent followed. The pt's condition is good. The device has not been received for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been assoicated with overpressurization or use in a calcified lesion. Since follow up indicated this device was used in a tight, calcified lesion, co believes these factors may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "if resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."